Event description:
The customer reported that the 9800 system had grainy images and the monitor would go blank during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The transformer and 5 volt power supply were adjusted during the service call. The system was tested and found to be working as intended and put back into service.